Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up arrow button scrolls too quickly and issue was not resolved with troubleshooting.